Event description:
Nurse inserted IV cath #22 into right hand, blood return noted, needle was pulled back and cath was advanced. Nurse noted cath to bend as she could see this through the skin at the tip. When cath could not be advanced it was withdrawn. Upon removal the nurse noted that the tip of the cath was missing. Approx. 4mm. An x-ray was taken and the tip was found to be located under the skin.